Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer changed the cartridge only and resumed insulin. However, due to on going trouble shooting a replacement pump was sent to resolve the issue. There was no adverse impact to the customers blood glucose level.